Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right-side rupture. Device has been explanted.

Event description:
Patient reported a right-side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell and underweight. A microscopic analysis was performed which identified: a striated break on the anterior side. Based on the device analysis the final assessment is: a striated break due to surgical damage consistent with the use of some surgical tool.

Event description:
Patient reported a right-side rupture. Patient was implanted at the age of 19. Device has been explanted.